Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The united stated food and drug administration had forwarded, on (B)(6) 2017, a copy of a customer's report that they received on (B)(6) 2017. The event date was (B)(6) 2016 for a threshold suspend on the insulin pump. On the report, the customer stated that there was a large discrepancy from the insulin pump sensor value and the glucose meter value. The customer stated that this happened during a flight's take off and landing. The customer stated that they have contacted medtronic and they were given a published article in regards to an advise to disconnect tubing during take off and landing. The customer stated that their glucose reading at altitude was 161mg/dl during the insulin pump suspension and low alarms. The customer mentioned that during landing they had an air bubble and stuck button. The customer stated that they believed that there was a pressure issue with the insulin pump and was instructed to discontinue use of meter. The customer also stated that medtronic had them send the insulin pump that they received the stuck button alarm and have replaced it. No troubleshooting was performed as this was just a forwarded report. There is also no product returning for analysis.